Manufacturer narrative:
Patient¿s identifier, date of birth and weight are unknown. Date of postoperative screw breakage is unknown. This report is for one (1) unknown distal interlocking screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. Contact phone number is not provided. The (510k): unknown, as specific part number for interlocking screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a tfn-advanced proximal femoral nailing system (tfna) on (B)(6) 2017 to treat a hip fracture. On an unknown date after the surgery, the patient was diagnosed with an additional prosthetic fracture below the nail. On (B)(6) 2017 the patient underwent a tfna revision surgery and during the surgery a distal interlocking screw was found broken. The hardware failure did not occur during the revision surgery but reportedly occurred sometime in the week before the revision surgery took place. It is unknown how the hardware failure was detected or whether the patient had symptoms related to this event. During the revision an additional plate was placed distal to the nail to repair the new fracture. The threads of the screw are still in the body, and the head has been removed and discarded. All other devices remain implanted inside the patient. The devices involved were a nail, a lag screw, and the distal interlocking screw. The procedure was completed successfully with no reports of delay or medical intervention. The patient's post-operative status was noted to be stable. Concomitant devices reported: tfna nail (quantity 1), lag screw (quantity 1). This report is for one (1) unknown distal interlocking screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Corrected data: initially reported concomitant device unknown tfna nail is now considered as the reportable device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.